Event description:
Customer reports removal of pump due to device failure. It had been recently inserted into patient in treatment for hepatocellular cancer. Examinaiton of pump two weeks after installation showed that there was still 30ccs of heparinized saline in the pump (same volume that was initially used to fill the pump). The pump was emptied and refilled again and two weeks later still had the same amount of fluid, ie 30ccs. It was determined that the pump has failed and it was replaced.